Event description:
This system was explanted and replaced due to high lv thresholds and the device was prematurely eri. There were no adverse patient side effects reported. Should addition information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt the lead was found cut 10 cm distal to the is4 connector pin. A proximal and a distal lead fragment were received for analysis. The performance of the lead fragments was scrutinized, including a visual inspection. Due to the fragmented state of the lead and the explantation damages, irregularities that might have contributed to the reported high pacing thresholds, could not be detected. Damages like the deformed conductor coils 22cm proximal to the lead tip, cautery marks, the at multiple locations stretched conductor coils as well as the from the ring electrode ruptured insulation most likely occurred during the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.